Event description:
Customer reported the insulin pump alarmed button error and battery out limit. Customer's blood glucose was 234 mg/dl. Customer reported he was in a kayak but states the device was not submerged in his pocket which was suppose to be waterproof, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Battery out limit alarm was received after customer was attempting to clear button error alarm. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. The device was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No moisture damage found inside the device. The unit had minor scratched display window, cracked case display window corner, and cracked reservoir tube lip.